Manufacturer narrative:
Although requested, the device was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
Reportedly, one week post implant, torn haptic and decentration of the intraocular lens were noticed by the surgeon. Surgeon was not certain how this had happened as the torn haptic was not in the eye. The lens was removed and replaced three weeks post-op, with the same model lens of unknown diopter. Patient prognosis is good with excellent visual acuity.